Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.